Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were failed and not detected on bus. A field service engineer detected that drawers 4.1 and 4.2 had failed and were not being detected on the bus, reseated the row ribbon cables at the controller boards and verified functionality through diagnostics, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 and 4.2 was failed and not detected on bus. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.